Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, while in the common bile duct, the balloon ruptured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B) (4).